Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device intermittently made a rubbing noise while the chuck was opening and closing, seized and would not operate with the hand piece. It was also noted that the chuck, bearings and pinion cage were damaged and the o-rings were worn as well. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the large chuck with key drilling speed device was not tightening and loosening as it should. During in-house engineering evaluation, it was observed that the device intermittently made a rubbing noise while the chuck was opening and closing, seized and would not operate with the hand piece. It was also noted that the chuck, bearings and pinion cage were damaged and the o-rings were worn. There were no delays to a surgical procedure. A spare identical device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.